Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide is being filed under a separate medwatch number. The starclose se device is being filed under a separate medwatch number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the whole monofilament was returned loose. The posterior cuff and needle tip were still attached to the rail end. Based on the investigation findings, the link was broken at the posterior cuff. The link connects the anterior needle to the suture; if the link breaks from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. During step # 3 (advancement of the thumb advancer and sheath splitting) the suture is harvested and pulled thru the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link break can be influenced by many factors, including, but not limited to: manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force, which can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). It was reported that the groin was very scarred. Whether this contributed to the reported event is undetermined. A review of the finished device history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the proglide and starclose se devices, attempted arteriotomy closure of a non-calcified right common femoral artery after an interventional procedure. Reportedly, the groin site was very scarred and the physician attempted to deploy a proglide device; however, a cuff miss occurred. The device was removed and another proglide was attempted with the same results. The physician attempted to use a starclose se device, which was deployed uneventfully, however, after full deployment, bleeding was still observed from the access site. Manual compression was applied to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.